Event description:
Healthcare professional reported, left side "capsular contracture, baker grade iii". Device remains implanted.

Manufacturer narrative:
E1: phone number: (B)(6) a review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.